Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers nurse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 978 mg/dl. The customer was treated with intravenous insulin. Customer stated that the insulin pump had failed battery alert and stuck button alert and insulin flow block alarm. The device will not be returned for analysis.